Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported noise and difficulty removing the absolute pro from the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties appear to be due to circumstances of the procedure. It is possible that the tip of the absolute pro became caught in the stent struts causing the noted tears around the base of the tip and the reported noise heard. Additionally, the reported resistance with the guide wire during removal was likely due to the clearance between the absolute pro guide wire lumen and outer diameter of the guide wire becoming reduced or kinked causing resistance. There was no resistance noted during advancement and no difficulties reported during deployment suggesting that the difficulties were due to circumstances of the procedure post-deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Date of event: estimated. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a percutaneous intervention was being performed on the superficial femoral artery lesion. An absolute pro stent delivery system (sds) advanced without issue to the lesion site. During stent deployment, a strange noise was heard, however, there was no issue with deployment, no unusual resistance noted, and the stent was successfully implanted. After stent implantation and during absolute pro delivery system removal, resistance was noted with the wire. The absolute pro delivery system and wire were removed as a single unit. The stent remained successfully implanted and there was no adverse patient effect. No additional information was provided regarding this issue.